Manufacturer narrative:
The reported event was dislodgement. As received, a complete lead with a stylet was returned in one piece for analysis. Visual inspection of the lead found the helix was retracted and clogged with blood. X-ray examination found the over torqued inner coil at the connector region consistent with procedural damage. After cleaning, helix was able to be extended and retracted when torque applied directly to the connector pin. The measured full helix extension length was within product specification.

Event description:
A correction is needed in that there was no damage on the lead since it was due to the procedure.

Event description:
During an in-clinic follow-up, dislodgement was observed on the right ventricular (rv) lead. During a repositioning procedure, the lead got damaged. The rv lead was explanted and replaced to resolve the event. The patient was stable.